Manufacturer narrative:
This report is submitted on october 8, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery. It is unknown why the device was explanted.

Manufacturer narrative:
This report is submitted 25 november 2019.